Manufacturer narrative:
Evaluation: no conclusion can drawn. The root cause for this event cannot be determined because the lens was not returned.

Event description:
The surgeon attempted to implant an aq2010v silicone lens, but it tore prior to being inserted. There was no patient contact or injury. The facility stated it was unk as to why the lens tore. The model and lot numbers for the cartridge and injector were not provided by the facility.